Event description:
It was reported that during a lung wedge resection procedure the second stapler used stuck on the lung tissue and would not open. The first stapler jammed and would not fire; the second stapler fired and would not open. The surgeon used a third device and went under the second stapler, fired and cut the second device free from the tissue. The third device was successful in completing the procedure. There was no bleeding due to the second device securing the cut-line until the third device was fired. When they forced the handle on the second device after removal they were able to free the specimen and send it to pathology with the staples. The tissue has been discarded.

Manufacturer narrative:
(B)(4). Instrument a: anvil. Instrument b: batch # g5z04n, exp date: 03/28/2015; MFR date: 04/28/2010. Instrument c: batch # g5z04n, exp date: 03/28/2015; MFR date: 04/28/2010. Evaluation summary: the analysis found that ec60a device (a) was received with the anvil slightly bent upwards and with no cartridge reload loaded on the device. One possible cause for the damage to the anvil may be that the device was clamped over an excess of tissue causing the anvil to bend. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis found that the ec60a device (b) was received with no cartridge reload present. The anvil deck damaged, the I-beam had broken through the shroud plastic and a section of the plastic was loose in the device and fell out when the device was disassembled. Due to the received condition of the device no functional testing could be performed. One possible cause for the damage to the anvil may be that the device was clamped over an excess of tissue causing the anvil to bend. The broken shroud is consistent with a ballistic return of the knife, which typically occurs when the knife is stuck, loaded in the reverse direction and then released. The analysis found that the ec60a device (c) was received with the anvil slightly bent upwards and with no cartridge reload loaded on the device. One possible cause for the damage to the anvil may be that the device was clamped over an excess of tissue causing the anvil to bend. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Surgeon's observations: when he observed the stapler anvil was bent; it appears the anvil guide pulled out of the anvil. Visually the rail that the guide travels through is out and bent inward. This was his opinion, the rep was not present. The patient is doing well and no complications at this time.